Manufacturer narrative:
Concomitant medical products: product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unspecified drug of unspecified concentration at an unspecified dose rate via an implantable pump for spinal pain. It was reported she had her pump filled in september and was told by their healthcare provider (hcp) that her pump was empty. The date (B)(6) 2020 is considered an approximate date of event (specific month and year known only). It was noted that the patient did not hear an alarm and was still able to bolus as normal. Following her refill, the personal therapy manager (ptm) date indicated (B)(6) and refills are every 4 to 5 weeks. About 4 days ago, the ptm date switched and now indicated (B)(6). The printout however indicated (B)(6). The patient was allowed 6 boluses per day and has used boluses as normal. The patient was to follow-up with their hcp to confirm refill date. No patient symptom was reported. No further patient complications have been reported as a result of this event.